Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure devices / both essure® coils had migrated/right coil migrated to above right ovary") and genital haemorrhage ("heavy, abnormal bleeding") in a 25-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vomiting, dizziness, syncope, weakness, chest pain and hiatal hernia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia"). In february 2014, the patient experienced dyspareunia ("painful intercourse"), nausea ("nausea") and urinary tract infection ("uti"). In march 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On 11-jun-2014, 1 year 7 months after insertion of essure, the patient experienced abdominal pain lower ("abdominal pain / cramps") and back pain ("back pain"). In 2014, the patient experienced alopecia ("hair loss"). In september 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urine odour abnormal ("foul odor"), infection ("infections"), the first episode of dysgeusia ("metallic taste in mouth"), procedural pain ("painful post-operative recovery"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal odour ("foul order from vagina") and the second episode of dysgeusia ("parageusia (metallic taste in mouth)"). The patient was treated with medroxyprogesterone (depo provera), naproxen, solpadeine (tylenol 1), ibuprofen and surgery (on 26-jun-2014, bilateral salpingectomy and on 13-oct-2016 surgery to remove remaining left essure). Essure was removed on 13-oct-2016. At the time of the report, the device dislocation, urine odour abnormal, alopecia, infection, depression and procedural pain was resolving, the genital haemorrhage, abdominal pain lower, back pain, vaginal discharge, dyspareunia, anxiety, vaginal haemorrhage, dysmenorrhoea, urinary tract infection and menorrhagia had resolved and the migraine, nausea, headache, pelvic pain, abdominal pain, vaginal odour and the last episode of dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract infection, urine odour abnormal, vaginal discharge, vaginal haemorrhage, vaginal odour, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: on 26-june-2014, plaintiff underwent bilateral salpingectomy to remove the essure device but it was discovered that both essure coils had migrated, and only the right coil was detected and removed successfully. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on 29-aug-2016: tubo-ovarian occlusion device within left pelvis hysterosalpingogram - on 22-jan-2013: confirming full occlusion of fallopian tube. On 24-jul-2016, ultrasound pelvis revealed linear echogenic structure along the left uterine wall near the fundus which; measures roughly 1.3 x 0.4 cm and appears to be man-made. Findings may represent an intrauterine device or sequela of the patient s prior tubal ligation. Assessment: small cyst or follicle in the right ovary. Clinical impression: pid (acute pelvic inflammatory disease). On 13-oct-2016, on hysteroscopy, a normally shaped uterine cavity with no essure noted within the cavity. Fallopian tube ostia seen bilaterally. On laparoscopy, bilateral absent fallopian tubes likely from previous robotic salpingectomy/essure removal. Left essure implant noted protruding through the left cornual area. Good hemostasis noted after essure removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, nausea and back pain. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received - reporter and patient dempgraphic added. Product lot number a20061 added. The following events were provided: abnormal bleeding (vaginal), migraines, dysmenorrhea (cramping), nausea, headaches, pelvic pain, abdominal pain, urinary trat infection, unpleasant smell from vagina, parageusia, menorrhagia. Fup 2 and fup 3 processed together. On 1-mar-2018: lab data and concomitant conditions added. Fup 2 and fup 3 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure devices / both essure® coils had migrated/right coil migrated to above right ovary") and genital haemorrhage ("heavy, abnormal bleeding") in a 25-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vomiting, dizziness, syncope, weakness, chest pain and hiatal hernia. Concomitant products included prenatal vitamins from (B)(6) 2014 to (B)(6) 2014 and tramadol from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal odour ("foul odor from vagina"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), nausea ("nausea"), urinary tract infection ("uti") and the first episode of dysgeusia ("parageusia (metallic taste in mouth)"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2014, 1 year 7 months after insertion of essure, the patient experienced abdominal pain lower ("abdominal pain / cramps"), back pain ("back pain") and abdominal pain ("abdominal pain"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urine odour abnormal ("foul odor"), infection ("infections"), the second episode of dysgeusia ("metallic taste in mouth"), procedural pain ("painful post-operative recovery") and pelvic pain ("pelvic pain"). The patient was treated with medroxyprogesterone (depo provera), naproxen, solpadeine (tylenol 1), ibuprofen and surgery (on (B)(6) 2014, bilateral salpingectomy and on (B)(6) 2016 surgery to remove remaining left essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, urine odour abnormal, alopecia, infection, the last episode of dysgeusia, depression and procedural pain was resolving, the genital haemorrhage, abdominal pain lower, back pain, vaginal discharge, dyspareunia, anxiety, vaginal haemorrhage, dysmenorrhoea, urinary tract infection and menorrhagia had resolved and the migraine, nausea, headache, pelvic pain, abdominal pain and vaginal odour outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract infection, urine odour abnormal, vaginal discharge, vaginal haemorrhage, vaginal odour, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent bilateral salpingectomy to remove the essure device but it was discovered that both essure coils had migrated, and only the right coil was detected and removed successfully. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: tubo-ovarian occlusion device within left pelvis. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tube. On (B)(6) 2016, ultrasound pelvis revealed linear echogenic structure along the left uterine wall near the fundus which; measures roughly 1.3 x 0.4 cm and appears to be man-made. Findings may represent an intrauterine device or sequela of the patient s prior tubal ligation. Assessment: small cyst or follicle in the right ovary. Clinical impression: pid (acute pelvic inflammatory disease). On (B)(6) 2016, on hysteroscopy, a normally shaped uterine cavity with no essure noted within the cavity. Fallopian tube ostia seen bilaterally. On laparoscopy, bilateral absent fallopian tubes likely from previous robotic salpingectomy/essure removal. Left essure implant noted protruding through the left cornual area. Good hemostasis noted after essure removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, nausea and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure devices / both essure® coils had migrated") and genital haemorrhage ("heavy, abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain / cramps"), urine odour abnormal ("foul odor"), alopecia ("hair loss"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), infection ("infections"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2014, she underwent bilateral salpingectomy and on (B)(6) 2016 second surgery to remove the remaining left essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, urine odour abnormal, alopecia, back pain, vaginal discharge, infection, dysgeusia, dyspareunia, depression, anxiety and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, dysgeusia, dyspareunia, genital haemorrhage, infection, procedural pain, urine odour abnormal and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent bilateral salpingectomy to remove the essure device but it was discovered that both essure coils had migrated, and only the right coil was detected and removed successfully. On (B)(6) 2016, plaintiff underwent a second surgery to locate and remove the remaining left essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.